Manufacturer narrative:
Reliability analysis inspected 2 opened enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for no isig readings detected. Checked lab transmitter for proper use and operation using toolt7706 and transmitter passed per spec. 1 remaining sensor passed per spec with accurate readings. Also found 2 cannulas bent. Sensor unable to confirm said condition due to customer returned opened. Found both cannulas split from tubing.

Event description:
The customer reported via phone call of cal errors and sensor errors. The customer's blood glucose level was 179 mg/dl. The customer stated that she was experiencing intermittent cal error alerts. The customer stated that they are using a single meter for calibrations and entering blood glucose readings from the pump immediately after testing. The customer was advised to remove and change out the sensor. The customer will be sent a replacement sensor.